Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was inoperable. Surgical intervention took place on (B)(6) 2022, where the ipg was explanted and replaced to address the issue. Effective therapy was established post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.